Event description:
Procedure: lower anterior double resection. Pt sex: unk. Reportedly, when the stapler was fired, a cracking sound was heard, and then the surgeon could not continue to fire. The surgeon then fired another sulu, but the staples were not placed to tissue at all and it was observed that the clamp cover of the sulu was missing. The clamp cover was not found in the pt cavity with x-ray and it could not be found anywhere. The tissue was then treated with hand sewing and there was no bleeding or tissue damage as a result. This event was reported under the assumption that the piece of the device was left in situ.